Manufacturer narrative:
A ge service rep performed an on site investigation. The touch screen assembly was replaced during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported the system displayed a touchscreen error. This error could not be bypassed and the system would lock up and would not produce x-rays. There was no pt injury or death reported.